Event description:
It was reported that the pump touchscreen was cracked and unresponsive and unreadable. Reportedly, the customer fell and landed on or rolled over the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy.